Manufacturer narrative:
(B)(4). G2: colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw was fractured during placement of the bone flap. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4 d10; g1; g3; g6; h1; h2; h3; h4; h6. The reported event is confirmed, based on product return. A visual inspection was conducted on the returned screw. The screw shows signs of attempted use including marking and scratching on the screw surface. Further inspection shows that the screw tip has fractured. The fractured tip was not returned. The complaint is confirmed. The product was sent for fracture analysis. The returned cross drive screw was examined using optical microscopy and scanning electron microscopy. Fracture surface exhibited sheared dimples with rotating directionality in multiple regions, indicative of torsional ductile overload mode of failure. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure involving the placement of the bone flap, the screw fractured. The proper surgical technique was used. The fractured screw parts were removed from the patient, and the procedures were completed successfully using an alternative device. Attempts have been made, and no further information has been provided.